Event description:
Diamondback atherectomy of the superficial femoral and popliteal arteries were performed with a 2.0 classic device at 60, 90, 140 of revolutions per minute. The device was removed. After the last use, it appeared that the tip of the device was not moving with the rest of the device as the device was being withdrawn. For this reason, the device and wire were removed. The tip of the device was successfully brought out in this way without any further to do.what was the original intended procedure?aable, pta-sfa, atherectomy.